Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(4), 2010, this pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. The physician noted the pt had heavily diseased irregular calcified iliac arteries, specifically on the left side with a narrow proximal left common iliac artery. The procedure was completed with aneurysm exclusion and no evidence of endoleak. On (B)(4), 2010, a second procedure was performed to treat a type 1a endoleak with an add'l aortic extender component. The endoleak was excluded and the pt tolerated the procedure.